Event description:
It was reported that boston scientific technical services (ts) was contacted regarding noise that was found to actually be course ventricular fibrillation (vf). Right ventricular (rv) lead loss of capture (loc) was noted, but no asystole of greater than two seconds occurred. Chest x-rays were taken, and the rv lead was confirmed not to be externalized. The device and leads remain in service. No adverse patient effects were reported. Additional information was received indicating fine ventricular fibrillation (vf) was not sensed by the device. No adverse patient effects were reported.